Event description:
The patient has a diagnosis of pulmonary arterial hypertension and was prescribed subcutaneous remodulin. This drug has a 2¿4-hour half-life and the infusion cannot be interrupted. The patient was converted to the remunity pump for home use while still in the hospital. The rn noticed that remunity pump had turned off without any alarms alarming. Spent about an 1hr with the help line and had to switch the patient to a new pump. Concern is if patient had been discharged on this faulty pump that she would not have known to seek help because none of the pump¿s alarms functioned as they were designed to. The patient is spanish speaking and I feel that this faulty product put this patient at risk of harm. Product: remunity pump, company: united therapeutics.